Manufacturer narrative:
Product ID: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), the tether was noted to be "sticky" during the pull back of the delivery system which inadvertently dislodged the ipg. Intense flushing was performed but the tether remained the same causing multiple dislodgements. The ipg and delivery system were removed and a replacement system was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. There was a deployment issue with the delivery system. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. The device was able to be deployed. The device was able to be pulled by the tether to the recapture cone but with resistance due to the torn lumen and the kink on the inner shaft. The device was able to be fully recaptured in the device cup. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-nov-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 03-sep-2019. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 17-jun-2019, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), the tether was noted to be "sticky" during the pull back of the delivery system which inadvertently dislodged the ipg. Intense flushing was performed but the tether remained the same causing multiple dislodgements. The ipg and delivery system were removed and a replacement system was used. The replacement tether was also "sticky" but not as bad as the first ipg system. No patient complications have been reported as a result of this event.